Event description:
It was reported that there was a blue string/fiber found inside the package of wound drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (within original packaging), unused silicone round drain. Visual inspection of the sample noted no obvious visible defects or foreign material within the packaging. The packaging was opened, and still no foreign material was found. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that there was a blue string/fiber found inside the package of wound drain. Per form received with return sample on 08dec2021, it was stated that the product was pick for the case prior to opening the package, the staff nurse spotted the particle, and the item did not get to the operation room.